Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they were having more bladder accidents and did not know if its their body getting worse or if the implant battery is failing. They will not feel the sensation to urinate and all the sudden their pad is full. Patient is filling their medium pads more quickly and having to change underpants and had to purchase heavy pads. Patient had a fall a couple months ago on their kitchen floor. Patient also mentioned that their doctor implanted their ins in a fat pocket on their buttock however they lost a lot of weight and now the ins is closer to the surface of the skin and more noticeable when they bump it. Patient has since gained weight back and is obese but is back on diabetic medication metformin and hoping to lose weight again. Reviewed expectations regarding ins battery longevity. Patient was still able to sync with the ins and able to increase stimulation but was not feeling any stimulation as they were increasing higher. Patient will maintain stimulation level and will continue to track symptoms. Recommended patient follow up with managing physician to address symptoms, and to discuss expected battery life.

Manufacturer narrative:
Event date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.